Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach to the patient esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called regarding a bravo capsule that failed to attach. There was no harm to the patient but a repeat procedure was performed. No medical intervention was required. There was nothing unusual about the patient or the procedure itself that may have led to the failure. An endoscopy was performed prior to the procedure and the esophagus looked normal. The user has been performing bravo for over one year. No lubricant was used to facilitate capsule placement.